Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device implant, after the pocket was closed, device interrogation showed the device was in back up vvi mode. A device download was performed. Patient monitoring will continue.